Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater then 600 mg/dl) and 173 mg/dl, 448 mg/dl and 184 mg/dl, 171 mg/dl and 421 mg/dl. The comparisons were performed on the same date, approximately 1.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.